Manufacturer narrative:
Customer replaced the unit's vps module and resolved the issue.

Event description:
Customer reported the heart rate was missing from the ECG tracing on the v series monitor no patient injury was reported.